Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and low amplitude. Isometric testing was performed and noise was reproducible in all vectors. It was noted that the programming options were limited. It was also observed that the shock impedance was slightly elevated. Possible causes were discussed and the s-ICD system was turned off. The plan will be brought the patient into the clinic for further evaluation. Currently, this product remains in service and no additional adverse patient effects were reported.